Event description:
Pivo system failures. When giving medications, if pressure is high (as in imaging), the extension portion of the IV tubing and clamp fail. The solution then comes out the extension set part. FDA safety report ID# (B)(4).